Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: case became serious incident. Essure device removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted, date(s) of insertion: (B)(6) 2014, (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Follow up 3 and 4 processed together. On 6-jul-2020: pif received: date of birth and product indication updated. Follow up 3 and 4 processed together. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.